Event description:
It was reported that a user experienced hyperglycemia while using the ilet bionic pancreas with an inset 23" infusion set, noted as a steady blood glucose of approximately 352 mg/dl after bedtime with ongoing corrective insulin delivery and no observed leakage or set needle issues; the user changed the tubing twice and confirmed reconnection and resumed insulin. Symptoms included elevated blood glucose. Outcomes included continued monitoring without hospitalization. Investigation included troubleshooting and user education, review of pump delivery data indicating corrective insulin was being administered, and assessment for infusion set or site issues without identified abnormalities. Investigation of this case revealed no device malfunction or component failure and no confirmed infusion set or site leak, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.